Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump "continually alarming patient side occlusion" during an infusion of IV bolus then d10w on an infant being treated for low blood glucose. Per customer, "IV assessed and flushed easily, tubing and side car changed, alarms now air-in line". The IV tubing was then disconnected from patient and fluid ran through tubing, "no visible air bubbles in tubing". The tubing was "reconnected and still (the pump alarmed) air-in -line". The tubing was changed for 3rd time and now "alarms patient side occluded". The provider ordered to stop IV fluids at this time. Per customer, "this patient did do well and went home with mother. Per customer (assistant nurse manager labor and delivery), "(the clinician) did think the pump was functioning properly and it could have been a positional issue with the IV catheter placement itself and not the pump or tubing."